Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 26may2020.

Event description:
The customer reported a ventilator with a vent inop condition, as exhibited by backup-alarm-failure and battery-failure alarms. It is unknown when this event occurred. There was no allegation of harm associated with this report.

Manufacturer narrative:
G4: 09oct2020; b4: 12oct2020. The device was evaluated by the customer with assistance from a philips remote service engineer (rse). The customer stated that the error code associated with battery failed and backup alarm failed were noted in the significant event log. The customer stated the battery test was also run for 20 minutes and has not duplicated the issue. The battery manufacture date was noted to be from 2012. The rse advised the customer to replace the battery per service manual, it is recommended to replace every 5 years and then complete a full performance verification test (pvt) to see if he can duplicate. A good faith effort was made and the customer stated that the battery was replaced and completed the battery test. The device was run in ventilation mode for a whole day, and could not reproduce those errors. The issue was resolved with the replacement of the battery. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.